Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, atrial fibrillation was wrongly diagnosed due to intermittent oversensing. Programming changes were suggested. No adverse events were noted on the patient.